Manufacturer narrative:
Field service engineer troubleshoot system and determined the units camera was defective. Fse replaced the camera head and verified proper operation per manufacturers specification using infimed technical manual and hut service checklist. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
On (B)(6) 2010: customer reports fluoro failed during a retrograde cystogram with stent placement on a (B)(6) male patient. Patient was moved to another room where procedure was completed without further incident. No injury reported.